Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
It was confirmed that the device will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of image. Probable root cause: ¿ cables, connectors, sources, or sinks ¿ capture card, motherboard, power supply ¿ sdc firmware ¿ over-heating ¿ sdc application software [cor, ip], clarity package ¿ clarity algorithm ¿ use error ¿ cybersecurity the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was no image to the system from the camera, had to wire directly to a display. Therefore, there was a loss of image.